Event description:
A customer reported to beckman coulter that the coulter lh 750 hematology analyzer had a leak outside of the unit at the front right side. The customer did not identify the source of the leak. The operator was wearing personal protective equipment at the time of the event. There were no injuries or exposures to any laboratory personnel. No erroneous results were generated; accordingly, there were no changes to the patient care or treatment. A beckman coulter field service engineer was dispatched to the site to examine the system.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse found that tubing at the top of the flow cell was disconnected from the fitting. The fse reattached the tubing to the fitting; the leak was resolved. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. (B)(4).